Event description:
Pump was reported to intermittently bolus premcor during pt use. Pump was set to infuse a 250ml bag of premcor at a rate of 3.7ml/hr. The nurse noted the pump would pump appropriately and then bolus during the pumping cycle. When the pump door was opened, it was noted the tubing was loaded off of the pumping fingers. The pt's blood pressure was noted to drop significantly to 80/42. The pump was stopped and within 10 minutes the pt's blood pressure was back up to 110/69. No pt injury resulted and no medical intervention was needed. The pump is not being returned for eval as this incident was deemed the result of user error by the hosp.